Event description:
This unsolicited serious device case was received from united states on (B)(4) 2013 (additional information was received on (B)(4) 2013) from a nurse. This case concerns (B)(6) male patient who experienced dizziness, body numbish, swelling in injection shoulder, lost 60% control of his body and fell to floor after receiving synvisc injection. The patient received synvisc for shoulder pain (off label use). No relevant medical history was provided. No past drugs and concurrent conditions was reported. Concomitant medications included pain and anxiety medication. On (B)(6) 2013, the patient initiated treatment with synvisc injection at a dose of 2 ml (route, batch/lot number and expiration date unknown) for shoulder pain. On (B)(6) 2013, the patient started feeling dizzy and later in the after noon his body went numb. That very night, the patient fell down on the floor . On an unknown date, the patient also experienced swelling in the injection shoulder. On (B)(6) 2013, the patient had to get his second injection of synvisc but he did not take that. On (B)(6) 2013, the patient lost 60% control of his body and was hospitalized. The brain scan, echocardiogram, magnetic resonance imaging and blood work were conducted and the results were normal. It was reported that the physician stopped the pain and anxiety medications to see whether they contributed to dizziness. However, the dizziness did not resolved on discontinuation of pain and anxiety medications. On (B)(6) 2013, patient was discharged from the hospital. It was reported that the patient was still lightheaded, dizzy, numb and was unstable on his feet. Action taken: stopped temporarily. Corrective treatment: not reported. Outcome: dizziness, body numbish, lost 60% control of his body: not recovered/not resolved swelling in injection shoulder, fell to floor: unk. A pharmaceutical technical complaint (ptc) was initiated the conclusion was pending for the same.

Manufacturer narrative:
(B)(6). Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed dizziness, numbness, fall, loss of body control requiring hospitalization and shoulder swelling after receiving treatment with synvisc in shoulder for shoulder pain. The role of synvisc in the causation of events cannot be ruled out due to temporal and anatomical proximity; however, lack of information regarding patient's history of allergies and past medical history precludes comprehensive medical evaluation of the case.